Manufacturer narrative:
(B)(4). Correction: manufacturing site. Evaluation summary: the device was returned for analysis. The stretched shaft was able to be confirmed. The resistance with the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the instructions for use states: do not advance the armada 14 pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. In this case, the force applied was required in order to separate the devices. Based on the information provided and condition of the returned device, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The fox balloon catheter and command guide wire referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery with mild tortuosity and mild calcification. The command guide wire was advanced across the lesion. The 2.5 x 40 mm armada 14 balloon catheter was then advanced, but resistance was met with the guide wire before the balloon entered the anatomy, and the devices became stuck. Force was used to pull the balloon catheter off the guide wire, and the balloon catheter became stretched. A non-abbott balloon catheter was then used successfully. The 5/20 x 150 cm fox balloon catheter was then advanced to the lesion over the same guide wire; however, resistance was noted during advancement and removal. The device did not become stuck; however, the procedure was completed and the devices were removed as a unit. The cath lab tech could not remember if the armada balloon catheter was prepared per the instructions for use (IFU), prior to use, but he does remember that the fox balloon was. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.